Event description:
Customer's mother reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of attempting and being unable to use her aviva system due to an error within specification. A request was made for the return of the system, and a replacement was sent.